Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, a product mix-up occurred. The account only uses monorail devices; however, when they were prepping the 3.50x32mm taxus liberte stent delivery system (sds) they realized it was an over the wire device. They pulled another device and realized it was also an over the wire device. The third device pulled off the shelf was a monorail and it was used to complete the procedure. However, product analysis of the 3.5x32mm taxus sds revealed stent damaged.

Manufacturer narrative:
The stent delivery system and outer shipping package were returned for analysis. Examination of the stent found that the device was partially deployed on both the proximal and distal ends. No other damage was noted on the device. An eval of the returned outer shipping package and the stent device confirmed that the shipping label and device were over the wire as stated in the complaint. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root is user preference because product meets spec; however, the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).